Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 46, 47 and 55 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom cabinet. The test strip lot manufacturer's expiration date is 01/21/2019. The meter memory was reviewed for previous test result history (date / time not set): 47mg/dl, (B)(6) 2016 06:45 pm, fasting: yes. 100mg/dl, (B)(6) 2016 02:45 pm, fasting: yes. 55mg/dl, (B)(6) 2016 10:45 am, fasting: yes. 46mg/dl, (B)(6) 2016 07:34 pm, fasting: yes. 222mg/dl, (B)(6) 2016 12:44 pm, fasting: yes. Customer has had no changes in the diet. Customer does not know how long has had the tests strips open and it could have been over 4 months. Customer was also storing the supplies in the bathroom cabinet. The customer was advised of the proper storage of the products and the humidity of the bathroom and the effect it can have on the test strips.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 46, 47 and 55 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom cabinet. The test strip lot manufacturer's expiration date is 01/21/2019. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has had no changes in the diet. Customer does not know how long has had the tests strips open and it could have been over 4 months. Customer was also storing the supplies in the bathroom cabinet. The customer was advised of the proper storage of the products and the humidity of the bathroom and the effect it can have on the test strips.